Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Therefore, it is not considered to be a problem in product specifications. The osferion bone void filler package insert states in the following section: adverse events: fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto) with a bone plate, bone screws and this product (bone void filler). Pigmentation was observed after surgery. Approximately 12 months after the surgery, the bone plate and screws were removed.